Event description:
Pt diagnosed with arterio-vascular malformation. Pt was treated with leksell gamma knife in 2002. Radiation oncologist reported that dose delivered was in excess of what was desired, in that a 0.03cc volume of brainstem rec'd greater than 18gy. According to the radiation oncologist, the increased dose may actually be beneficial for avm treatment. Does not expect problems with such a small volume of brainstorm treated. The pt was notified. No follow up was scheduled. Pt was told that symptoms of radiation necrosis would be headaches, nausea, vomiting, unsteadiness or double vision.